Event description:
Fallopian tube clips were applied in a laparoscopic tubal occlusion procedure on jan 29, 1999. Approx there (3) months later an ectopic pregnancy was discovered during an ultrasound. A right partial salpingectomy was performed on may 19, 1999. The fallopian tube clips were observed to be in the correct position on the tubes. Ectopic pregnancy is a known complication of the fallopian clip procedure and is documented in the med literature.